Manufacturer narrative:
D10. Device available; return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation; device returned - additional information h6. Evaluation codes - additional information; device evaluation h10. Additional manufacturer narrative - additional information; device evaluation the axium prime coil was returned for without the instant detacher (ID) used in the event; therefore, analysis could not be performed and conformance to specification could not be assessed. The actuator interface (ai) was found pulled out (detached) from within the coupler tube with a portion of the release wire extending out from the coupler tube. The pushwire was found broken at the break indicator at the manual detachment location (via hypotube) with the remaining portion of the release wire extending out from the pushwire proximal broken end. No bends or kinks were found with the axium prime pushwire. Under the microscope, the coin was not found against the lumen stop, the coil shield was found intact, and the implant coil was found detached and missing. The reason for the implant coil not returning was not provided. The coin was examined and found to be in good condition. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ could not be confirmed and the cause could not be determined as the implant coil was found detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach during the procedure. The patient underwent embolization treatment for a giant unruptured saccular anterior communicating artery aneurysm, measuring 5.3mmx3.2mm. It was reported that axium prime 3d 5x15 was taken as the first coil. Coil was placed well inside the aneurysm. The physician was satisfied with the coil position so decided to deploy the coil. The coil was detached by using instant detacher, while pulling back the delivery wire the coil was coming back, re-positioned it and made another attempt. Still the coil was not detached. So, decided to take the coil out from the micro catheter. The coil was taken out and another coil of same size was taken from different manufacturer and the procedure was completed by using different coil size. There were not any patient symptoms or complications associated with this event.